Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the housing was damaged and the motor started by itself. This was attributed to faulty handling and impact. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Device was returned for repair. During service, technician found the motor started by itself because of a damaged crate which suffered an impact, causing deformation at the point where valve movements occur. Replacement of the crate and worn parts was necessary. This is report 1 of 1 for complaint #(B)(4).